Event description:
It was reported that over-sensing noise was noted on the right atrial (ra) lead. The noise over-sensed caused inappropriate automatic mode switches. The lead was explanted and replaced. There were no patient consequences.